Event description:
It was reported that the compressor's drainage valve was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported compressor on site. It was found that pores appeared on motor tubing. The drainage valve and the tubing kit were replaced to resolve the issue and the drainage valve was sent back for further investigation. The returned drainage valve has been tested in a compressor, then the compressor was connected to a ventilator. The compressor after that, was started and the ventilator was set on ventilation for 24 hours. It was not possible to reproduce any issue, as the valve of the drainage valve opened every 30 seconds, and it blew out the condensed water to the drainage bottle. The reported issue could not be reproduced. Therefore, no root cause can be established. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. This event occurred on hong kong market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided d4 serial # and h4 device manufacture date in the initial report, correspond to device involved in the event, which is "compressor mini 230v". A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: empty. Corrected unique identifier (UDI) #: (B)(4).